Event description:
A hemodialysis user facility has reported that approx two hours into a hemodialysis treatment a blood leak occurred. The machine alarmed and leak was visually observed. The leak was confirmed with test strips. Estimated blood loss was 240cc's. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.